Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was over 350 mg/dl. The customer stated the no delivery alarm was resolved by a complete infusion set change. The customer declined to return their infusion set and reservoir for analysis. No additional information provided.